Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/wedge/segmental resection procedure, for the third firing on the pulmonary parenchyma, a crack sound was heard when the device was fired and the handle could not be squeezed. The handle was replaced however, another crack sound was heard during firing and the handle could not be squeezed on the halfway. The handle was replaced again and the firing was completed and the staple line was reinforced. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.